Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
The customer reported bellavista 1000 us not ventilating when on patient and alarming est needs to be repeated. Furthermore, there was no information for patient harm associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to o2 sensor long-life defective. Analysis on returned products with the same failure mode came into conclusion that there are local elements as consequence of microscopic leakages due to insufficient glue sealing of the contact wire glue holes / possible hollows on the crossing of the cathode wire and the glue in the front area. Additional information: the customer confirmed that the patient is not necessary to be transferred into another vent and no harm was associated with this event.